Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand was reported to company. During an arthroscopic procedure of the shoulder, the tip of the device was reported to have detached and may remain in the pt's shoulder. There is no plan to reoperate to remove the fragment. The pt is reported to be doing well. No injury was reported.

Manufacturer narrative:
The device was not returned for investigation. No conclusion can be made.